Manufacturer narrative:
A week after deployment of an exoseal device, the patient experienced a hematoma. An exoseal closure device was deployed in a patient at another hospital the week prior. The patient returned to the nursing home where she lived. The patient was presented to another hospital when the hematoma had reached 22cm in size. The operating physician told the sales representative that he did not notice any bleeding in the common femoral, and said the probable cause was a low stick. An open evacuation of the hematoma was performed. The patient stayed overnight in the ICU but the current status of the patient is unknown. Details regarding the deployment of the exoseal device are unknown. The sheath used in that procedure was an unknown. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Based on the limited information available for review and without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
An exoseal closure device was deployed in a patient at another (B)(6), the week prior. The patient returned to the nursing home where she lived. The patient was presented to another hospital, (B)(6), when the hematoma had reached 22cm in size. The operating physician told the sales representative that he did not notice any bleeding in the common femoral, and said the probable cause was a low stick. An open evacuation of the hematoma was performed. The patient stayed overnight in the ICU but the current status of the patient is unknown. Details regarding the deployment of the exoseal device are unknown. The sheath used in that procedure was a 5 or 6 f, because those are the two sizes of exoseals they stock.

Manufacturer narrative:
This device is not available for testing and evaluation. Please note that the lot number of the device is not available. Additional information is pending and will be submitted within 30 days upon receipt.